Event description:
Cardiopulmonary bypass circuit unable to achieve full despite max rpms. Deficit noticed after on bypass and cross-clamped/ arrested. Pt weaned from bypass urgently and circuit checked. All functions normal. Cause unknown; unsure if related to arterial cannula. Livanova essenz hlm [redacted]. Livanova tubing pack 046012203 rev. E/ lot # 253300006.